Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field h9 was inadvertently marked as fca no. Fy25-087-a instead of being left blank.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water (a/w) cylinder and channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint was traced to component failure expected or random component failure without any design or manufacturing issue. Degradation problem identified, which problems that occur when the device becomes, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. No further escalation is required. In addition, the following reportable malfunctions were identified during the device evaluation: error code - e216. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.